Event description:
It was reported that the patient reported that when getting out of bed, he dropped the controller, and the driveline became disconnected. After reconnecting multiple times, the driveline repeatedly disconnected, causing the patient to become symptomatic with dizziness. The clinical specialists evaluated the connection in the clinic and was able to reproduce the disconnection by pulling on the driveline cable strain relief. The facility chose to wait on the driveline repair until an or was available. No additional information is available at this time.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The connector of (B)(4) removed during the splice repair was returned for evaluation.. Visual inspection of the connector revealed the presence of a material which is consistent with d-glucose or dextrose which may correlate with a substance such as dw5 (dextrose 5% in water) used at the field for pre-implant wet test. The reported event was confirmed and replicated when the connector was easily disengaged from the controller on pulling from the strain relief. This can be attributed to the material found between the connector body and connector sleeve that could have caused the connector sleeve to be stuck in the unlocked position. Based on the investigation conducted, there is no evidence to indicate that a device malfunction caused or contributed to the reported event. The most likely root cause can be attributed to the residues found between the connector body and connector sleeve most likely introduced during use that may have prevented the driveline connector to lock as intended on the controller. The most likely root cause can be attributed to the residues found between the connector body and connector sleeve most likely introduced during use that may have prevented the driveline connector to lock as intended based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): do not disconnect the driveline from the controller or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.